Event description:
After hulka fallopian tube clips were applied, a pregnancy reportedly occurred. The pregnancy went full term and twins were delivered. No other details could be obtained. The user facility and the physician have not responded to investigational inquiries regarding this event. Pregnancy is a known complication for the fallopian tube clip and is so stated in the "PMA" for the device.